Event description:
It was reported that during a pta treatment procedure, complications were encountered. An iliac stent was being placed in focal lesion just above the popliteal. The balloon was inflated up to 10 atms and remained inflated "for a little while." The physician described hearing a "pop" sound. No issues were noted with the balloon, but the proximal end of the stent looked frayed on one side. The stent perforated the vesesl. The patient experienced "a little pain" during this event. Some bleeding occurred, but "stopped on its own." Another wallstent was placed. The patient's status was reported to be "fine and without pain" following the procedure.